Event description:
The stapler was fired. However, the staples failed to form. The staple legs were completely straight after firing, not bent or curved. The surgeon then had to hand sew the gastric pouch and gastric remnant to achieve tissue closure. The patient is okay subsequent to the procedure.